Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that they were going to have the pump removed and were looking for hcps to do it. The agent sent hcp listings to the email provided by the patient.

Event description:
Additional information received from a patient indicated that the pump was empty and they would like it removed. The patient also stated that they did not have a current doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving hydromorphone (4.0 mg/ml at 0.7730 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the pump has been shifting/moving around in the patient's body. The patient stated that the pump started moving "a while back" and stated that it "started in front and now it's all the way over to the side and it hurts. It's not just like it's moved and ok it's there, it hurts. It doesn't feel comfortable anymore".